Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the lifevest. The patient was reportedly in a nursing facility at the time of passing. Prior to passing, the patient received an inappropriate treatment from the lifevest. The patient was reportedly not conscious at the time of the treatment and resuscitation attempts were made by the facility staff. At 12:36:17, the patient received the inappropriate treatment. The ECG showed ECG artifact. The patient's rhythm before and after the treatment is unknown due to the artifact. At the time of that the device was removed, the ECG was still showing artifact.